Event description:
It was initially reported an unspecified device issue. Per customer's report, the patient "died". No further information has been provided at the time. Bd then received a copy of the customer's medwatch report from FDA which states, "the pump caused a rate increase from 2.5 milliliters per hour to 25.6 milliliters per hour without explanation. This pump was never removed once the incident was noticed. This patient was extremely unstable, on the same pump was versed running at 1 milliliter per hour, levophed running at 0.5 milliliters per hour (max) and epinephrine at 0.3 milliliters per hour (max), making exchanging this pump at this time risky and unsafe. It would also require us to waste a near-full bags of versed and fentanyl (costly to the patient). And unsafe for us to leave the patient to waste these medications properly. As we were arranging the transfer of pumps, I noticed that the fentanyl and versed were both attached to extension filter tubing with ports instead of the port-less filter tubing. The pump was removed from the patient¿s room and sent for maintenance." The patient was reportedly admitted for pulmonary hypertension.

Manufacturer narrative:
The actual date of event is unknown. The actual date of death is unknown. A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported an unspecified device issue. Per customer's report, the patient "died". No further information has been provided at the time. Bd then received a copy of the customer's medwatch report from FDA which states, "the pump caused a rate increase from 2.5 milliliters per hour to 25.6 milliliters per hour without explanation. This pump was never removed once the incident was noticed. This patient was extremely unstable, on the same pump was versed running at 1 milliliter per hour, levophed running at 0.5 milliliters per hour (max) and epinephrine at 0.3 milliliters per hour (max), making exchanging this pump at this time risky and unsafe. It would also require us to waste a near-full bags of versed and fentanyl (costly to the patient). And unsafe for us to leave the patient to waste these medications properly. As we were arranging the transfer of pumps, I noticed that the fentanyl and versed were both attached to extension filter tubing with ports instead of the port-less filter tubing. The pump was removed from the patient¿s room and sent for maintenance." The patient was reportedly admitted for pulmonary hypertension. Bd received additional information after multiple due diligence attempts. It was reported that the event occurred on (B)(6) 2024. The medication that reportedly had a rate increase was fentanyl. Per customer, it is not believed that the device cause or contributed to the death. When asked for the primary and secondary causes of death, the customer stated, "patient condition." No additional details were provided. The patient reportedly passed on (B)(6) 2024 at 0915.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, date of death, describe event or problem. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Executive summary: the reported issue of an unintended rate change fentanyl was not definitively confirmed but is attributed to be the result of user programming based on the log analysis findings. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Despite the identification of a third-party part, it was not found to be a contributing factor to the reported event since the device was operating as intended during testing. A preventive maintenance was performed on pump module sn: (B)(6) and pcu sn: (B)(6) through asm v12.3 (compatible version), all tests passed. An external inspection was performed on the suspect pump module and pcu found no irregularities related to the reported event. An internal inspection was performed on the suspect pump module found no irregularities related to the reported event. On the pcu, was found a third-party part battery which caused incidental errors. The profile use was identified as utsw 5.11, suspect drug fentanyl was confirmed through a pcu event log. From the downloaded pcu and pump module device logs, a keypress log summary was performed and is detailed in the below table (covering the period from when module was last powered on (B)(6)2024 to the time the module was powered off (B)(6)2024) at 9:27:08 pm (B)(6)2024 the user programmed an infusion through a remote IV, bcm_alias_ndc: (fentac); drug amount=2500mcg/250ml; rate=25.6ml/hr; vtbi=250ml; dose=256 micro g/h; primary volume infused (pvi)=0ml. At 9:27:10 pm, a guardrails clinical advisory was observed: high risk 2nd rn to verify. The user pressed confirm. At 10:20:31 pm (B)(6)2024 the user pressed the channel key and change to a dose=25 micro g/h which change the rate to rate=2.5ml/hr. Between 10:22:44 pm - 10:37:47 pm (B)(6)2024 the user pressed channel key seven (7) times without programming and selected the start key. At 12:50:34 am (B)(6)2024 the user programmed a nine (9) second bolus infusion with a rate= 999ml/hr; vtbi=2.5ml. Between 12:51:06 am - 12:51:27 am (B)(6)2024 two occluded patient side alarm occurred which the user restarted the infusion. At 12:51:38 am (B)(6)2024 the bolus infusion of rate= 999ml/hr; vtbi=2.5ml completed and the infusion continued with the primary infusion at 2.5ml/h. At 8:19:31 am (B)(6)2024 the user pressed key channel off, pvi=49.989ml. At 8:32:15 am (B)(6)2024 the user powered off the system. According to the facility's report, "the pump caused a rate increase from 2.5 milliliters per hour to 25.6 milliliters per hour without explanation." However, log analysis revealed that on the (B)(6)2024 at 10:20:31 pm the dose had been manually modified decreasing the rate from 25.6ml/hr. To 2.5 ml/hr. The alleged rate increase from 2.5ml/hr. To 25.6ml/hr. Was not found within the logs. After the first test two error codes appeared 133.6092 and 120.4410 which prevent to continue with the preventive maintenance, the pcu stops recognizing the pump module, therefore, the pcb power supply and the battery were temporarily replaced for testing purposes only with a laboratory known good board which fixed the found errors. These error events were deemed incidental issues found occurring during the investigation; however, they were not associated with the reported incident and were not reported by the facility to have occurred. A preventive maintenance was performed on pump module sn: (B)(6) and pcu sn: (B)(6) in the through asm v12.3 (compatible version), preventive maintenance test task was performed. All test passed. Root cause: the root cause of the reported unintended rate change of fentanyl was not able to be confirmed as a device error during the investigation; however, it is being attributed to be a user error. The log review showed the user started the fentanyl infusion with the dose at 256 micro g/h then decreased it to 25 micro g/h. A bolus infusion of 2.5ml was also found programmed and infused to completion after the dose was infusing at 25 micro g/h. Note that this report lists imdrf annex a0401, a1801, g04067, g02017, c07, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code.

Event description:
It was initially reported an unspecified device issue. Per customer's report, the patient "died". No further information has been provided at the time. Bd then received a copy of the customer's medwatch report from FDA which states, "the pump caused a rate increase from 2.5 milliliters per hour to 25.6 milliliters per hour without explanation. This pump was never removed once the incident was noticed. This patient was extremely unstable, on the same pump was versed running at 1 milliliter per hour, levophed running at 0.5 milliliters per hour (max) and epinephrine at 0.3 milliliters per hour (max), making exchanging this pump at this time risky and unsafe. It would also require us to waste a near-full bags of versed and fentanyl (costly to the patient). And unsafe for us to leave the patient to waste these medications properly. As we were arranging the transfer of pumps, I noticed that the fentanyl and versed were both attached to extension filter tubing with ports instead of the port-less filter tubing. The pump was removed from the patient¿s room and sent for maintenance." The patient was reportedly admitted for pulmonary hypertension. Bd received additional information after multiple due diligence attempts. It was reported that the event occurred on 06 december 2024. The medication that reportedly had a rate increase was fentanyl. Per customer, it is not believed that the device cause or contributed to the death. When asked for the primary and secondary causes of death, the customer stated, "patient condition." No additional details were provided. The patient reportedly passed on (B)(6) 2024 at 0915.